Event description:
The customer reported that during an operation, the c-arm suddenly shut down and produced a sound. The work station stayed on. The customer tried to reboot, but the c-arm did not power on. They used another system and the operation continued.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep changed the battery charger pcb and turned on the power switch, but the circuit breaker did not turn off. The system operated as intended.